Event description:
Tampon head visibly missing [device physical property issue] case narrative: consumer reported via phone that the tampon was missing the head after removal. No injury was reported.

Manufacturer narrative:
No investigation required since no problem occurred